Event description:
A user facility clinic supervisor reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Treatment was started according to protocol and after ten minutes the machine alarmed with a blood leak alarm. Additional information was requested; however, a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or required medical intervention reported. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. There were three photographs provided. Each photograph shows an up-close view of the dialyzer, two of which show the dialyzer label as well. In each photograph, there is visible blood within the dialyzer, on the outside of the fibers. This is indicative of an internal blood leak. It is unknown from the photographs what caused the internal blood leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic supervisor reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Treatment was started according to protocol and after ten minutes the machine alarmed with a blood leak alarm. Additional information was requested, however a response was not received. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or required medical intervention reported. The complaint device was not returned to the manufacturer for evaluation.